Event description:
On (B)(6): radiology technologist reports via phone they were performing a soft tissue neck MRI with contrast. Patient information not provided. Technologist had loaded contrast and saline syringes into the injector system and attached low pressure tubing to the patient IV access device in preparation for procedure. Technologist stepped back into the control room and started the MRI pre-scan when she noticed the injector console max volume for contrast and saline was flashing. At the same time, the patient had pressed a button indicating they needed assistance. Technologist stepped into the scan room, addressed the patient needs and then noticed the injector 'ready lights' were not lit. She started to press the enable button, when at the same time she noted the contrast and saline volumes of the protocol had been injected. Technologist completed the MRI scan and the images will be reviewed by radiologist to determine if the patient needs to return for a re-scan. The patient is fine, no reported injury.

Manufacturer narrative:
Field service engineer (fse) verified proper operation per service manual and optistar le service checklist. The injector performed as designed and all parameters were within specification. Prior to departure, the fse enabled the injector for approximately 20 minutes and the injector did not inject until start switch was activated. Fse noted that no protocols were stored in memory and scan delay was zero. Fse found no defect or malfunction that would have contributed to the event described by the operator. Unit passed checkout procedures and was returned to service.